Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 the battery compartment and retainer ring is cracked. Device passed displacement test. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case and cracked retainer. The p-cap/reservoir does lock properly. Confirmed cracked case (battery tube) and cracked retainer.

Event description:
Information received by medtronic indicated that insulin pump had at crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.